Event description:
It was reported that the air pressure was insufficient. According to the report, user reported it feels that the abdominal pressure of newly built pneumoperitoneum was too small and could not reach the actual set value displayed on the device. The issue found during an unspecified procedure. The intended procedure was completed with the same device. There was no patient injury or harm reported due to the event. No user injury reported.

Manufacturer narrative:
The full name of the customer facility is(B)(6). The subject device was received and evaluated. Device inspection and evaluation found the customer reported issue was not able to be reproduced. Service repair noted the subject device shows no abnormality in the appearance. No backflow and effusion in the internal pipeline. The flow rate and flow, overpressure and blockage alarm function and smoke exhaust function show no abnormality. Based on evaluation findings, the customer reported issue was not able to be duplicated as no issue found with the device during testing. Investigation is ongoing. This report will be supplemented accordingly following investigation completion.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.